Event description:
It was reported that during a da vinci-assisted benign hysterectomy and endometriosis resection surgical procedure, the surgeon contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the left master tool manipulator (mtml) was not working anymore. After inserting the maryland bipolar forceps instrument, it was not steerable from the left mtm. The tse verified that they had the correct hand control assignment and advised the customer to perform a system reboot. The system rebooted with several homing errors pointing to the gimbal of the surgeon side console (ssc) left mtm. The tse verified that the left mtm had been free in movement during the system reboot. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left master tool manipulator (mtml) due to error 22005 and the gimbal being mechanically defective. The system was tested and verified as ready for use. Isi has received the device for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A review of the provided image was consistent with the mtm being defective.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The master tool manipulator (mtml) was analyzed and error 23005 was able to be reproduced during power up. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The system initially power on without errors. The conversion did not result in increasing port size incision or adding additional ports. The procedure was not changed. The patient did not have any injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis found the left master tool manipulator (mtm) with a cosmetic crack defect. The previously reported error code was corrected, as the unit was returned for the reported 22005 error failure.